Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the 7700 system would not connect. No pt injury was reported.